Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as the dev team directly investigated the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the d00780504, version e. The logs indicate that carelink server was not reachable at the time of the upload which caused the app to be unable to upload the periodic data. The issue was confirmed. To assist with the resolution of the issue, we provided the helpline team with the following step to ensure that it is addressed effectively: 1. Toggle wifi/cellular and try again. Investigation performed by: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.